Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report the device had non-operating paddles. There was no reported patient involvement .